Event description:
Complaint alleges: "the device stopped nebulizing after 4-days of use." Defect discovered during nebulization on a pt. No pt injury reported.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report.